Event description:
It was reported that a malfunction occurred with malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided assistance with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears, which the customer confirmed they understood.